Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) has an issue with the helium regulator replacement. There was no patient involvement.

Manufacturer narrative:
The fse that encountered the issue replace the helium pressure regulator (0103-00-0442). The fse completed the pm with full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.